Event description:
Vns pt passed away due to sudep (sudden unexplained death in epilepsy). There is no evidence at this time that the vns therapy system caused or contributed to the event.

Event description:
Product analysis summary: the pusle generator met electrical test specifications. There were no visual anomalies identified or observed. The pusle generator did not show any condition that would have contributed to the death. The concomitant device (bipolar lead) was also returned and analyzed. Only a section of the lead connector was returned attached to the pusle generator. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The condition of the returned portion of the lead, in general,, is consistent with conditions that exist following the explant procedure.

Event description:
Further follow-up revealed that the death certificate listed the immediate cause of death as hypertensive cardiovascular disease. Other significant conditions contributing to death, but not resulting in the underlying cause was listed as seizure disorder. The manner of death was listed as accident.

Event description:
Further follow-up revealed that an autopsy was performed. Review of mfg records for both the pulse genertor and the bipolar lead revealed no anomalies that would adversely affect device performance.